Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensing. Troubleshooting options was discussed and recommended. Reprogramming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.